Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results have been forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports there is a broken hub (adapter) on the catheter. Catheter needed to be removed and replaced.